Event description:
It was reported that the hickman line was faulty. Pt diagnosed with acute leukaemia in 2004. Bard cvl inserted - double lumen. Line split in 2006. Repaired with appropriate size bard kit (no batch details, but fg9) attended unit 2006. Father concerned section inside lumen had moved (see diagram enclosed with sample). Examination confirms metal stent moved in lumen - x2 cms from site entry. Line repaired and removed section returned - showed metal stent still in lumen.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. The small bore stent had migrated approximately 2.5 inches from the repair site. The stent was found within the small lumen of the repaired d/l tubing. Both cylindrical shaped stents were flattened and the exact cause of the damaged stents is unknown. It is unknown if the damage found on the stents had an impact on the reported complaint. No mfg defects were noted on the complaint sample.